Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20x3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.